Event description:
The customer reported a zapping sound (arcing) and burning smell. The fse reported communication failure errors in the log files. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service evaluated the sys and found the reported error in the sys logs, but could not reproduce the reported problem. The customer decided to continue using the sys and will notify ge if the problem recurs. The system operates as intended.